Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional info becomes available.

Event description:
It was reported that while in the cardio cath lab, the md inserted the intra-aortic balloon (iab) through a teflon sheath via the pt's left femoral artery. Upon advancing the iab, the md experienced severe resistance. As a result, the md removed the iab and sheath as one unit. Using the same insertion site (left femoral artery) the md inserted a new iab through a teflon sheath with success. There was a 10 minute delay/interruption of the therapy with no harm to the pt noted. There was no report of pt death, complications or injury. The pt's outcome is unk.